Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: fracture. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were received. Evaluation findings (results/components) 1 device: no findings available / part/component/sub-assembly term not applicable 1 device: fracture problem / part/component/sub-assembly term not applicable product disposition 2 devices: scrapped by stryker additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.